Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v450734, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change in therapy. The patient got nerve ablation and therapeutic ultrasound and had incontinence issues not long after the ablation. One of the patient's knees was okay and had a little pain, but the other had a horrible reaction to the ablation and had the worst pain in her life in that knee. The patient was having leakage since the ablation. The patient did not feel stimulation. They tried to see if the stimulation was on with the patient programmer, but got the empty patient programmer battery icon. Both of the patient's knees and hips had been replaced. The indications for use include urinary dysfunction/sacral nerve stimulation. If additional information is received, a supplemental report will be sent.